Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the introducer could not draw back blood with a large amount of air even after the introducer was rotated and the guidewire re-entered. It was further reported that the introducer was bent and the hemostatic valve was damaged. The introducer was replaced. No patient complications have been reported as a result of this event.